Manufacturer narrative:
For both of the reported events, the actual device was not available; however, a video of the issue was provided for an evaluation. Visual inspection of the video revealed a leak/backflow at the fill port of the first device. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 2 malfunction events. It was reported that two (2) large volume infusors leaked. One device leaked from the fill port and one device leaked from "the flow rate changer". Both events occurred before use of the device. There was no patient involvement. No additional information is available.